Manufacturer narrative:
Specific patient information is not available. Xeridiem (legal manufacturer) part number is 70-0050-214; (B)(4) (exclusive distributor) part number is m00548350; (B)(4) part number is the one appearing on the device label. The device was not able to be returned for evaluation. Since the device was not returned for evaluation, a definite root cause for this device could not be determined. However, a CAPA investigation is in process for a trend in valve leakage. This investigation is in process but appears to be pointing towards a design issue with the reflux valve (dome valve). A recall on the 70-0050-xxx devices was initiated on 12/23/2015. The removal report was submitted to FDA on 1/7/2016 and FDA has assigned recall number z-0912-1016-2016.

Event description:
The balloon was placed and the patient was sent home. A week after the placement, they noticed that the feeding tube cap was not on and it was leaking. The peg tube was an open valve type. A mic-key device was implanted into the patient.